Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the ceramic tip of the antenna was detached after several ablation. The detached part remained in patient. The procedure was able to be completed.